Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported on (B)(6) 2011 that she awoke with blood glucose (bg) of 359 mg/dl and vomiting, thirst, and achiness. She stated that she programmed a new pump and changed her site/set on (B)(6) 2011. The patient stated that she did not eat dinner on (B)(6) 2011 and gave a 0.5 unit bolus. The patient stated that she administered a correction and her bg at the time of the call to animas customer support (cs) was 367 mg/dl. By the end of the call with cs, the patient's bg was reportedly 393 mg/dl. The patient was advised to administer another correction injection and to contact her health care provider. Cs reviewed the pump with the patient and found that there were no mechanical defects, and the pump was delivering insulin appropriately. The patient was successfully able to prime the pump while on the phone with cs. The patient denied any site/set issues, and confirmed that the insulin was not expired. The patient stated that she had been filling the cartridges with refrigerated insulin. Cs advised the patient to use only room temperature insulin when filling cartridges to avoid the potential for air bubbles. This complaint is being reported due to the patient's reported hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2015 with the following findings:a review of the black box data indicated that the last basal delivery occurred on (B)(6) 2015 at 8:13pm. A six-hour power interruption was observed due to an unconfirmed alarm on (B)(6) 2015. The data from the time of the alleged complaint was overwritten due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.